Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 500 mg/dl. Customer's blood glucose at time of call was 156 mg/dl. Customer declined troubleshooting. Customer mentioned the device was alarming no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The pump was programmed with multiple boluses and all registered properly in the daily totals history and also matched properly with the units left on the status screen. The pump had a cracked case at the display window corner and minor scratches on the display window.